Event description:
It was reported that a foreign object fell from the wire. The target lesion was located in the left lower limb. A zelante dvt clot hunter was advanced for thrombectomy procedure. During the procedure, the non-boston scientific guidewire could not pass through. A foreign object in the wire cavity fell off, preventing the device from passing through. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that a foreign object fell from the wire. The target lesion was located in the left lower limb. A zelante dvt clot hunter was advanced for thrombectomy procedure. During the procedure, the non-boston scientific guidewire could not pass through. A foreign object in the wire cavity fell off, preventing the device from passing through. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed guidewire lumen buckling and separated. A .035 test guidewire was used to perform a guidewire insertion test. The guidewire was unable to pass through the hub due to the buckling and separation. Microscopic inspection of the device revealed guidewire lumen buckling and separated inside the hub/manifold. Based on the reported allegation of difficult to pass the guidewire was confirmed due to guidewire lumen damage.